Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was an air leaked after intubation. The customer reported that after extubation upon soaking in water, there was a bubble found. It was indicated that recannulation of a replacement tube was required.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The failure mode leak at inflation line was confirmed in the received sample. Manufacturing process was reviewed and currently, there is no potential risk and the below condition was found: an inflation/deflation test was performed for all products. The operator inspects all products for no leaks and segregates the defective parts. All products have a resting time of 2 hours. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. All manufacturing controls were found acceptable and effective to detect the reported failure mode. No corrective actions are needed at this time since the confirmed failure (leak at inflation line) would have been detected during the 100% inflation/ deflation test. The failure mode is not confirmed as related with the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.